Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error and power loss alarm. The customer¿s blood glucose was 8 mmol/l. Customer was not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
During power up, an unexpected pump error 24 occurred. There was no option to clear the pump error. The unit was rebooted, and it powered up with no pump error 24. Upon further examination of the unit's interior, there were no signs of previous moisture presence or corrosion on the boards and motor assembly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump errors 63, 23, 24, and frozen screens were noted during testing, and no pump errors 63 and 24 alarms are found in the formatted history files. On the other hand, pump error 24 is found in the long trace file due to the electronics.